Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an er5 message. Per the onetouch ultra2 owner's booklet, an error 5 message can be due to insufficient sample applied or meter/strip issue. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that an unspecified date in (B)(6) 2012 at around 7:00pm, she developed symptoms of dizziness and vomiting and on an unknown date/time after, discovered the alleged issue with the subject meter. The patient stated that she manages her diabetes with insulin (unclear type and dosage) and at some time in (B)(6) 2012, increased her insulin dosage in response to the reported issue. The cca was informed by the patient that around the same time, she was taken to the emergency room (ER) and was administered with insulin (unknown type and dosage). The patient also claimed to being tested on a doctor's meter (unknown device) and obtained a reading that the patient could not recall. The cca noted that the patient was using the correct testing technique but the reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient was already symptomatic prior to the start of the alleged issue and the symptoms developed were not suggestive of a serious injury, this complaint is being reported because the patient claimed to have received medical treatment after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.